Event description:
A nurse reported to baxter that the sponge of a minicap was out of the cap. There was no patient involvement. No patient injury or medical intervention was indicated with this report.

Manufacturer narrative:
(B)(4). This complaint for a misassembled minicap was not confirmed and the root cause was undetermined due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.